Event description:
It was reported that during setup, the system98 intra-aortic balloon pump (iabp) unit was making loud noises which were coming from the compressor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g2 (health prof), g3, g6, h2, h3, h4, h6 (type of investigations, investigation findings, investigation conclusions, h10, h11. Corrected fields: h6 (component codes). System98xt upgraded to cs300. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the loud noise coming from the compressor. In order to fix the issue, the fse replaced the 5k kit. Also, the fse torqued the center screws and applied loctite. The unit then passed all functional and safety tests to factory specification. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during setup, the cs300 intra-aortic balloon pump (iabp) unit was making loud noises which were coming from the compressor. There was no patient involvement.